Event description:
Customer reported via phone call that there is a high blood glucose reading. Customer states that the insulin pump was not giving him enough insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.